Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet, after which glucose readings resumed during a call; the user had toggled sensor settings prior to contacting support, and education was provided to restart the ilet if the issue recurs. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient communication disruption between the cgm and the ilet without evidence of device malfunction, consistent with known intermittent connectivity issues that resolve with device restart. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue remediated by standard troubleshooting.